Event description:
It was reported that an alert/ notification settings occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the reporter stated that the patient had a seizure from low blood sugar. During this time, the cgm device did not provide an alert. The patient was taken to the hospital by car and at the hospital, their blood glucose was a low as 27 mg/dl. It is unknown what the cgm was displaying during this time. The patient was treated with "sugar water" and apple juice. After the patient's blood sugar stabilized, the patient went home. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).